Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost alarm and invalid serial number. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: complaint investigation. Hamilton medical ag received the log files of the device for analysis. The log files analysis revealed that a ¿panel connection lost¿ alarm was recorded on (B)(6) 2025. This alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). It is important to note that the event occurrence was with no patient involvement. On (B)(6) 2000: 20:57:07 o2 sensor calibration needed alarms 3003. On (B)(6) 2000: 20:36:27 humidifier off special 547. On (B)(6) 2000: 20:36:27 power-off 2000-07-01 power 3. On (B)(6) 2025: 11:31:20 panel connection lost alarms 4010. On (B)(6) 2025: 11:31:10 panel connection lost alarms 4010. On (B)(6) 2025: 10:47:31 panel connection lost alarms 4010. On (B)(6) 2025: 10:47:21 panel connection lost alarms 4010. On (B)(6) 2025: 10:17:38 humidifier off special 547. On (B)(6) 2025: 10:17:38 power-off on (B)(6) 2025 power 3. The root cause was identified as a defective vu esm. The component was subsequently replaced, after which the device functioned as intended.